Event description:
It was reported that the battery of this implantable pacemaker was suspected to deplete prematurely. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported.